Manufacturer narrative:
Follow-up #1 date of submission 06/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed no activity outside normal use observed in the download history. Investigators were unable to confirm lens lifting up from pump. The lens is seated with no breaks in the sealant. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The reporter stated that the display screen was lifting out of the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.